Manufacturer narrative:
Product not returned.

Event description:
It was reported that an asymptomatic and non-dependent pacer patient was presented through a remote transmission. Upon review, the right ventricular lead exhibited intermittent ventricular loss of capture. Further lead assessment was planned. No other information is available.